Event description:
It was reported that removal difficulty occurred. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, it was difficult to advance over the non-boston scientific (bsc) wire and it would not enter into the sheath. During removal, it was difficult to remove from the wire and shaft kink was noted. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Event description:
It was reported that removal difficulty occurred. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, it was difficult to advance over the non-boston scientific (bsc) wire and it would not enter into the sheath. During removal, it was difficult to remove from the wire and shaft kink was noted. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip shows no sign of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found the extrusion to be slightly stretched 12.1cm proximal from tip. Device tracked on a 0.0140" test guidewire and advanced and removed through a 5f guide catheter with no issues. No other issues were identified during the product analysis.